Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient's right atrial lead was not capturing at maximum output and sensing had decreased. X-ray revealed, the lead appeared to be dislodged. On (B)(6) 2018, the lead was capped and replaced. The patient was in stable condition post procedure.

Event description:
New information received on november 5, 2018, indicates that the lead was explanted. The patient was stable.